Event description:
The pt had undergone the first stage of a colonectomy and allegedly developed a nerve injury following the procedure. There is no indication that this incident was reported to the MFR at the time that it occurred. However, due to impending court action it was reported to the MFR at this time.